Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('migration of essure device location of device: within the myometrial wall') in an adult female patient who had essure (batch no. 740847-invalid,740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, anxiety, insomnia and hypothyroidism. Concomitant products included escitalopram oxalate (lexapro), ethinylestradiol;etonogestrel (nuvaring), iron, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), trazodone and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration/partial expulsion of device"), autoimmune hypothyroidism ("type of autoimmune diagnosed: hypothyroidism"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("anemia"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune hypothyroidism, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anaemia and weight increased had resolved and the embedded device, device expulsion, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, autoimmune hypothyroidism, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2014; patient received treatment for- pain, bleeding, autoimmune and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Lot number 740847 is invalid . Lot number: 740652, manufacture date: 2010-05, expiration date: 2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events ¿weight gain and vaginal hemorrhage¿ outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('migration of essure device location of device: within the myometrial wall') in an adult female patient who had essure (batch no. 740847,740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, anxiety, insomnia and hypothyroidism. Concomitant products included escitalopram oxalate (lexapro), ethinylestradiol;etonogestrel (nuvaring), iron, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), trazodone and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("partial expulsion of device"), autoimmune hypothyroidism ("type of autoimmune diagnosed: hypothyroidism"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune hypothyroidism, abdominal pain, dysmenorrhoea, bleeding menstrual heavy and anaemia had resolved and the embedded device, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, autoimmune hypothyroidism, bleeding menstrual heavy, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, pelvic pain, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2014 patient received treatment for- pain, bleeding, autoimmune and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received new event- abnormal bleeding (vaginal, menorrhagia), mental anguish, migration of essure device location of device: within the myometrial wall, partial expulsion of device fatigue, weight gain were added.. Pt of psych injury was updated ad depression. Lot number was added. Concomitant drug were added. Reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('migration of essure device location of device: within the myometrial wall') in an adult female patient who had essure (batch no. 740847-inv,740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, anxiety, insomnia and hypothyroidism. Concomitant products included escitalopram oxalate (lexapro), ethinylestradiol;etonogestrel (nuvaring), iron, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), trazodone and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("partial expulsion of device"), autoimmune hypothyroidism ("type of autoimmune diagnosed: hypothyroidism"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune hypothyroidism, abdominal pain, dysmenorrhoea, bleeding menstrual heavy and anaemia had resolved and the embedded device, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, autoimmune hypothyroidism, bleeding menstrual heavy, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, pelvic pain, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2014. Patient received treatment for- pain, bleeding, autoimmune and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Lot number 740847 is invalid . Lot number: 740652, manufacture date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('migration of essure device location of device: within the myometrial wall') in an adult female patient who had essure (batch no. 740847-inv,740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, anxiety, insomnia and hypothyroidism. Concomitant products included escitalopram oxalate (lexapro), ethinylestradiol;etonogestrel (nuvaring), iron, paracetamol (acetaminophen), sertraline hydrochloride (zoloft), trazodone and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("partial expulsion of device"), autoimmune hypothyroidism ("type of autoimmune diagnosed: hypothyroidism"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding''), anaemia ("anemia"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune hypothyroidism, abdominal pain, dysmenorrhoea, bleeding menstrual heavy and anaemia had resolved and the embedded device, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, autoimmune hypothyroidism, bleeding menstrual heavy, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, pelvic pain, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2014. Patient received treatment for- pain, bleeding, autoimmune and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune hypothyroidism ('type of autoimmune diagnosed: hypothyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune hypothyroidism, abdominal pain, dysmenorrhoea, menorrhagia and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, autoimmune hypothyroidism, dysmenorrhoea, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2014 patient received treatment for- pain, bleeding, autoimmune and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury nos replaced with event pelvic pain, type of autoimmune diagnosed: hypothyroidism, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia and psych injury. Patient demographic details, reporter information and product information was added. Lab data added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.